Event description:
The customer contacted baxter?s technical service center regarding system error (se) 2058, which occurred on the homechoice (hc) during use, during last fill. The registered nurse (rn) cycle power and resumed the last fill. The hc displayed warming solution then. The rn stated she added a new bag to the unused line. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2012 and she said after she added a new bag the machine began to warm the solution and the alarm went away after she had cycled the machine. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.